Event description:
It was reported that during procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional testing identified that there was no aiming beam. Microscope inspection identified that the fiber tip was slightly degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Also, it was identified that there were burn marks on the connector and no light was exciting the connector face, indicative of an internal connector fracture. Therefore, the reported event of fiber break was confirmed. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Manufacturer narrative:
Correction to field e1: initial reporter first name. Correction to field e1: initial reporter last name.

Event description:
It was reported that during procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.